Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of 2200 ohms. It was noted that the impedance measurements had been rising for some time. It was also noted that the crt-d has four months remaining as the patient has had multiple shocks for ventricular tachycardia (vt). The rv lead output was reprogrammed to 6 volts and boston scientific technical services (ts) discussed this would lower the four months remaining on the battery due to a higher current drain. At this time the clinic has opted to continue to monitor the patient and no adverse patient effects have been reported.